Event description:
An error message was reported with the adc sensor and customer was unable to obtain readings. As a result, customer experienced cold sweating, general weakness, and was unable to self-treat. The customer had contact with healthcare professional who obtained a unspecified blood glucose reading and provided food and drinks as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.